Event description:
Information received by medtronic indicated that the customer reported the pump was damaged, cracked, physically or cosmetically in such a way that the pump should no longer used. The customer also stated that the insulin pump screen was damaged and the information in the display cannot be viewed. No additional details were given. Troubleshooting was not performed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This regulatory report is part of an unplanned outage in the FDA gateway that occurred on (B)(6) 2023. The current regulatory report is submitted with the latest information available at the time of submission. The pump was received with a minor scratched lcd window. No cracked/broken screen noted during visual inspection. The pump was also received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to download history files and traces using thump due to blank display. The pump was cut open to perform visual inspection and found severely corroded pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The original pcba 2 was swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The original pcba 1 was swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. Blank display was confirmed due to severely corroded pcba 1 and pcba 2. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Cosmetic damage at the pump screen was not confirmed, however, other cosmetic damage was noted. Unable to perform the required testing, download history files and traces using thump due to blank display. Blank display was confirmed due to severely corroded pcba 1 and pcba 2. During visual inspection, severe corrosion was also found on the force sensor, motor and vibrator assembly noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.